Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Performed built-in reader test, and all tests were within specification. Error code was not observed. No malfunction or product deficiency was identified and therefore, this issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all test prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to obtain readings due to the adc device error message issue. The customer experienced symptoms of sweat and was unable to self-treat. Customer had contact with a third-party (wife) at home who provided a glucagen injection as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.